Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. It was also reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issues.